Event description:
The patient was revised because the insert disassociated from the baseplate.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not determine the root cause of the reported disassociation. No evidence of product contribution was indicated. The need for corrective action was not identified.